Event description:
Patient arrived for 5 fu pump disconnect and the clamp was clamped on the tubing, only half of the dose was administered. Paper tape was on the tubing and thermistor from left flank to stoma appliance, thermistor was not attached to patient abdomen. Not sure how the tubing became clamped. Pharmacist and provider notified, new order to continue infusion of cseries pump until tomorrow and return appt given to patient and daughter. Thermistor retaped to abdomen and clamp is clamped with tubing looped outside of the clamp so the pump may continue administration of the dose. Pt came for disconnect appt next day pump still did not appear to be fully deflated. Pump disconnected.